Manufacturer narrative:
The customer biomed checked the central monitoring system to see if it alarmed there to confirm if this was an issue with the bedside vital signs monitor only. They stated that the device is showing ventricular tachycardia but not alarming. The monitor is also turning off. When the monitor was turned back on the monitor kept alarming even after it was silenced. The unit was returned for eval and the issue was not duplicated. The similar issue was only duplicated when the bedside was warming up. The monitor will not allow any alarms to activate when first turned on for 2 minutes. This problem would normally be from th ay input module. Notified the customer that we could not duplicate the issue, and they stated it was fine to return the unit. We called the customer to request add'l info for the investigation. As of (B)(6) 2015 the customer has not called.

Event description:
(B)(4).

Manufacturer narrative:
Manufacturer narrative: the customer biomed stated that the nurse reported that the bedside vital sign monitor (bsm-6700) did not alarm when the patient went into ventricular tachycardia. The unit was returned for evaluation and the issue was not duplicated. The similar issue was only duplicated when the bedside was warming up. The monitor will not allow any alarms to activate when first turned on for 2 minutes. This problem would normally be from the ay input module. Notified the customer that we could not duplicate the issue, and they stated it was fine to return the unit. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.